Event description:
Customer's mother called to report high blood glucose reading. The current blood glucose 341 mg/dl. Will treat with manual injections. There was an urgent care visit due to high blood glucose. The blood glucose reading at the time of the event was 514 mg/dl. The customer was treated with manual injections during the urgent care visit. During troubleshooting, the time and date are correct. Programming is correct. The high pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.